Event description:
The reporter stated that there have been issues with the product leaking at the stopcock. During in-house investigation it was discovered that on one unit the tubing had separated from the sampling site.